Event description:
A steris territory sales manager reported that during the user facility's trial of prolystica 2x concentrate enzymatic presoak and cleaner, an employee experienced a swollen tongue and an upset stomach. No medical treatment was sought or administered.

Manufacturer narrative:
The prolystica 2x concentrate enzymatic presoak and cleaner is used in a large open room and the ventilation in the room is tested several times per year and meets the facility's ventilation requirements. The product label states: "warning-contains subtilisins (proteolytic enzyme). Prolonged or repeated contact to subtilisins may cause allergic reaction in some individuals. Irritating to eyes and skin." The user facility is no longer using the product and steris' territory sales manager is working to provide them with a new product.